Event description:
During robotic operation small piece of plastic (sound cap valve) not to have fell off from device related to air seal port / piece of plastic was noted to fall into abdominal cavity of patient. This small piece of plastic was retrieved to 1st assist while md was at robotic control.